Manufacturer narrative:
Concomitant medical products: w1tr01, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the both left ventricular (lv) lead and the right ventricular (rv) lead thresholds have become high along with a rise in impedance. The lv and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.